Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: n/a. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 8295955 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200787397] noted for cracked barrel. There was one (1) notification [200786859] noted for ink in barrel. There was one (1) notification [200780038] noted for damaged tips/blank barrels. There were two (2) notifications [200780761, 200780138] noted that did not pertain to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issues are unconfirmed as no samples or photos were returned.

Event description:
It was reported that foreign matter and separation were found during use with a relion® insulin syringe. The following information was provided by the initial reporter, "needle hub separated from syringe and she attempted to re-attach but was not successful black foreign matter in barrel of syringe, described it as a "black bubble".